Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3a endoleak was identified during a routine follow up. An intervention has been scheduled. The patient was reported as doing fine. After the initial report clinical assessment determined that there was evidence to reasonably suggest a type ii endoleak (non-device related) of the lumbar artery occurred that was not included in the event as reported. The type ii endoleak was discovered during a review of the 69-month post index computerized tomography scan.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the aortic components and sac growth of 17.7mm are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak of the lumbar artery occurred that was not included in the event as reported. These findings were discovered during an examination of the 69-month post index computerized tomography scan. The most likely causation for type iiia endoleak of the aortic components and sac growth of 17.7mm is anatomy. The superior stent margin of the bifurcated stent graft was positioned in the aortic angulation, which most likely contributed to the type iiia endoleak. Procedure related harms for this complaint could not be determined. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The iliac diameters were off-label at the index procedure; however, this did not appear to contribute to the reported events. The final patient status was reported as being fine. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6 years post initial procedure, a type 3a endoleak was identified during a routine follow up. An intervention has been scheduled. The patient was reported as doing fine.